Event description:
An undeployed stent was stripped off its balloon during an intervention. The lesion was very tight. It was predilated with a balloon but still would not cross the lesion. When the stent catheter was brought out of the vessel, the stent was no longer in place on the balloon.